Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The >70% stenosed target lesion was located in the right coronary artery (rca). The lesion was predilated with a 2.0x15 non-bsc balloon. A taxus element mr ous 38mm x 3.00mm drug eluting stent (des) was selected to treat the target lesion. During preparation, the edge of the stent was noted to be damaged. The rca lesion was treated with the implant of another taxus element mr ous 38mm x 3.00mm des. A second lesion in the left anterior descending artery was treated with the implant of a 2.5 x 38mm taxus element des and 3.0x 26mm non-bsc stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: visual and microscopic examination identified proximal stent damage. One strut on the 1st row from the proximal end of the stent was raised distally. The od of the stent area where no damage was present met specification. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is handling damage as the issue occurred prior to patient contact. (B)(4).